Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has ben returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported that her sensor readings were inaccurate and the insulin pump is going into threshold suspend. Customer stated that the sensor was reading 56 mg/dl but her blood glucose value was 177 mg/dl. Current level is 233 mg/dl. Customer was advised to turn the sensor feature off and reconnect old sensor. Customer has not had any bent sensors. Nothing further reported.